Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This is a report by a physician from (B)(6) of break in aseptic technique and acute bacterial peritonitis with culture positive for (B)(6) in an approximately (B)(6) patient coincident with dianeal pd1 (lot number not reported) therapy. On (B)(6) 2002, the patient began treatment with dianeal pd1 (dose, frequency, and lot number not reported) intraperitoneally (ip) for continuous ambulatory peritoneal dialysis (capd). On an unreported date, a break in aseptic technique occurred, further described as "protrusion (infection) of cuff". On (B)(6) 2010, the patient experienced acute bacterial peritonitis, manifested by abdominal pain. The physician considered the bacterial peritonitis to be severe. It was not reported whether the patient was hospitalized. From (B)(6) 2010 to (B)(6) 2010, the patient received treatment with vancomycin 2 gm ip every 7 days and rimactan 600 mg oral once per day. The physician declined to report whether the patient received any further treatment. On an unreported date, the patient recovered from the acute bacterial peritonitis. Outcome for the break in aseptic technique was not reported. Action taken with dianeal therapy was not reported. Concomitant medications were unknown. The physician reported the causality of acute bacterial peritonitis as unknown in relation to dianeal. The physician did not provide an opinion of causality for the event of break in aseptic technique in relation to dianeal therapy. The physician believed the break in aseptic technique was the root cause of the acute bacterial peritonitis.